Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter (hair) in the packaging, it is possible to conclude that the contamination occurred during the needle packaging process. We emphasize that bd has an established production control process to prevent any type of contamination in the products, which consists of: analysis of productive raw material: bd suppliers are audited and qualified according to the procedure and criticality of the components provided. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also regarding the conditions of their packaging. Good manufacturing practices: operators receive guidance on good manufacturing practices according to quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions in the manufacturing areas established, procedures on clothing and hygiene, which mention that only entry is allowed at manufacturing sites with the use of suitable garments (cap, joana d¿arc hat, lab coat) and then hand hygiene to avoid contamination. The use of correct attire inhibits the possibility that any external dirt is carried into the production area. Analysis of the manufacturing process: during the batch manufacturing process, no record of any occurrence of the defect was identified. During batch manufacturing, visual inspections were carried out at predetermined frequencies, which aim to ensure that the product meets the specification without the presence of any foreign matter at all stages of manufacture. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 22x1 ll eclipse package was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: foreign body inside the sealed package.